Event description:
On august 2, an amazon customer commented that the product was false negative. Customer said that the product was the worst covid test with really strange instructions and false negatives. The reporter also commented that there were 2 tests are per pack, but the solution bottles are packaged together. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.